Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had physical damage. The customer's blood sugar was unknown at the time of call. Troubleshooting was performed and found the clear ring on top of the reservoir is popping off and the reservoir is not staying locked in place. Advised the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan. The insulin pump was returned for analysis.